Event description:
It was reported that "Pairing Failed" occurred. The wearable was inserted into the arm on (b)(6) 2026. Following the reported pairing failure, the patient awoke the next morning experiencing dry mouth, abdominal pain (described as curling up), confusion, disorientation, dizziness, and subsequent loss of consciousness. At an unspecified time, emergency medical services (EMS) were contacted via 911, and the patient was transported by ambulance to the hospital. At the hospital, the patient was diagnosed with diabetic ketoacidosis (DKA), admitted for treatment, and treated with intravenous (IV) insulin. The patient was unable to recall the duration of the hospitalization. At the time of the report, the patient stated that she was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia, Diabetic Ketoacidosis and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.